Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and bard uretex were implanted. It was further reported the patient underwent a gynecological procedure on (B)(6) 2012 and boston scientific repliform was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2012 by dr (B)(6).

Manufacturer narrative:
It was reported that the patient underwent vaginal approach urethrolysis with sling removal, cystourethroscopy, allograft dermis, pubovaginal sling on (B)(6) 2012 by dr. (B)(6), due to recurrent/persistent female stress incontinence and vaginal sling erosion/extrusion (in the vaginal canal) at the (B)(6).